Event description:
It was reported through remote transmission that high, out of range high voltage lead impedance was observed. It was suspected the rv coil pin may not be fully inserted into the header or set screw connection may be loose. Patient presented for revision and set screw was tightened and the patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).